Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 190 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and compromised force sensor system alarm noted during prime test due to faulty force sensor resistor also, unable to complete functional test due to compromised force sensor system alarm. However, the motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.